Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin rash under the lifevest. The patient reported that the rash was located underneath the therapy electrode pads and that his ribcage area was inflamed, broken out, and sensitive. A doctor advised the patient that the affected area "looks bacterial in nature at this time and due to the plastic film and the way the body sweats, this is common" and also suggested the use of hydrocortisone cream. Follow-up indicated that the hydrocortisone cream had helped the affected area but the patient was still experiencing discomfort.